Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. The shunt remains implanted. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because the shunt was not returned, the condition of the product could not be verified and visual inspection cannot be performed. There was one other similar complaint in the lot. No further information is expected. (B)(4).

Event description:
A surgeon reported that two and a half years after a glaucoma filtering shunt was implanted, the intraocular pressure (iop) increased. Glaucoma eye drop medication was prescribed, but did not control the iop. The surgeon reported that the filtering bleb had fibrosis and was not filtering. The patient had a prolonged hospitalization and a trabeculectomy was performed. The patient was considered recovered a month after the intervention. No further information expected.